Event description:
During service the unit had a stop cycle condition with all leds on and a constant alarm was found, as well as a motor stall with low pressure alarm. Replaced intergrated circuits u28 on the logic board and u10 on the motor board to correct the failure mode.